Event description:
The customer reported that the m540 went into standby mode while on a patient without interaction in the presence of two users. No adverse patient impact or death was reported.

Manufacturer narrative:
Although the logs could not confirm either a user or device error, the device was returned to the customer without receiving servicing per the customer request. The fse reconfigured the set-up of keys on all m540s in the ward in agreement with the users. The m540 key with the original standby function was reconfigured so that the standby command can only be executed via the iacs cockpits. Since this action was performed, there have been no new occurrences of this phenomenon reported by the customer.

Manufacturer narrative:
The m540 was returned to draeger for evaluation. The reported issue could not be reproduced, as a precaution, based on the reported symptom, it was recommended the bezel assembly be replaced. The device was returned to the customer without receiving servicing per the customer request, and the site deactivated the standby key function so that the standby command can only be executed via the iacs cockpit. Since this action was performed, there have been no new occurrences of this phenomenon reported by the customer. Draeger reviewed the logs and concluded that the initial m540 logs did not include the reported time of event. On march 17th 2025, additional logs were provided for analysis. The c500 cockpit logs show that the iacs was put into standby mode from the cockpit on the reported date of event (15:07 and 15:08 on september 26th). The iacs was removed from standby almost immediately for the first instance, at 15:07. When the iacs was put into standby mode at 15:08, it remained in standby until 15:18. The field service engineer (fse) confirmed that there was no adverse patient impact. The log evidence confirms that there was no device malfunction, as the device was put into standby mode at the cockpit by the user.

Event description:
The customer reported that the m540 went into standby mode while on a patient without interaction in the presence of two users. No adverse patient impact or death was reported.

Event description:
The customer reported that the m540 went into standby mode while on a patient without interaction in the presence of two users. No adverse patient impact or death was reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.